Event description:
(B)(6) full disclosure report run on (B)(6) showed the nbp mean and nbp dial reversed for the ICU patient from (B)(6) 2015 18:00-22:00. This was identified during full disclosure reviews per (B)(6) for patient safety recommendation in response to a repairable medical device alert. There was no patient injury however this software glitch could affect future patients.